Event description:
(B)(4) clinical study. It was reported that post a stenting procedure, the patient expired. (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. The target vessel was a de novo lesion located in the 1st diagonal with 99% stenosis and was 20mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with stent placement of a 2.25x20mm ion study stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2014 the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).